Event description:
It was reported that the stent was stretched, partial deployment occurred and the shaft was kinked. The target lesion was 100% stenosed, moderately calcified and moderately tortuous. A 7x120x130 eluvia self-expanding drug eluting stent was selected for use in a procedure in the superficial femoral artery via contralateral approach. During deployment of the stent, 12cm had been deployed with a remaining 3cm and despite rotating the thumbwheel, the remainder of the stent could not be deployed. The handle was disassembled and the remainder of the stent was deployed manually. A slight elongation of the stent was reported. Additionally, a kink was found on the device. No patient complications were reported. The stent was used as it was and the procedure was completed.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address: (B)(6). Device was returned and evaluated by manufacturer. Returned product consisted of an eluvia self-expanding stent system with a 0.014" guidewire stuck in the device. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the handle was open. The proximal inner is prolapsed. There were kinks to the outer sheath 74.8cm, 78cm, and 85.2cm from the nosecone. Microscopic examination revealed no additional damages. The stent was deployed and did not return for analysis.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6).

Event description:
It was reported that the stent was stretched, partial deployment occurred and the shaft was kinked. The target lesion was 100% stenosed, moderately calcified and moderately tortuous. A 7x120x130 eluvia self-expanding drug eluting stent was selected for use in a procedure in the superficial femoral artery via contralateral approach. During deployment of the stent, 12cm had been deployed with a remaining 3cm and despite rotating the thumbwheel, the remainder of the stent could not be deployed. The handle was disassembled and the remainder of the stent was deployed manually. A slight elongation of the stent was reported. Additionally, a kink was found on the device. No patient complications were reported. The stent was used as it was and the procedure was completed.